Event description:
The international customer reported the ventilator had a low o2 supply alarm. The customer reported there was no patient harm. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. The manufacturers service technician found that the issue is with oxygen supply. The manufacturers service technician advised the customer to check the inlet pressure and make sure that is 60 psi. No part was replaced. Applicable final testing was completed and test passed per operating specifications.

Manufacturer narrative:
Low oxygen supply.